Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
E4 - voluntary medwatch number (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for rectal bleeding. They were found to have a gastrointestinal (gi) bleed. It was noted that they were on warfarin for anticoagulation from ventricular assist device (vad) placement. Upon admission, they were within therapeutic range for their anticoagulation; their international normalized ratio (inr) was 1.6 and with a target of 1.5-2. The patient received blood products with appropriate response and was discharged after a three-day hospital course.